Event description:
Toothbrush heads have come apart-oral b power care [device breakage]. Case narrative: consumer e-mail stated that she had used 4 brush head so far and each of toothbrush heads had come apart on first use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads have come apart-oral b power care [device breakage]. Case narrative: consumer e-mail stated that she had used 4 brush head so far and each of toothbrush heads had come apart on first use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads have come apart-oral b power care [device breakage]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer e-mail stated that she had used 4 brush head so far and each of toothbrush heads had come apart on first use. No injury was reported. 01-july-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral b toothbrush head refill. No injury was reported.

Manufacturer narrative:
01-july-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.